Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia when insulin delivery ceased due to running out of insulin, after which supplies were changed and insulin delivery resumed; no device alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included elevated blood glucose with reported panic but no loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included a review of the event details and user troubleshooting steps. Investigation of this case revealed an undetermined cause for the hyperglycemic event. It was concluded that the cause could not be determined and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.